Event description:
The physician has reported that due to oversensing relative to the subject lead, inappropriate defibrillation shocks were provided by the associated ICD. Increases to the lead impedance and to the pacing threshold were also reported. The subject lead remains implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician has reported that due to oversensing relative to the subject lead, inappropriate defibrillation shocks were provided by the associated ICD. Increases to the lead impedance and to the pacing threshold were also reported. The subject lead remains implanted.